Manufacturer narrative:
The tandem t:slim g4 pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level in the mid-300's range to over 400's range (mg/dl). To address the bg level, the customer delivered a correction bolus. System check with tandem technical support showed that the pump was performing as intended; however, the customer uses humalog insulin in the cartridge, and changes out the cartridge every 3 days instead of 2 days per labeling instructions. Recommendation was made to consult with health care provider regarding diabetes management.